Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs charger and programmer were stolen approximately one year ago, and the patient was unable to charge the scs ipg since. A company representative met with the patient and confirmed the patient's scs ipg was inoperable. Consequently, surgical intervention was taken and the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.